Event description:
Reporter alleged discrepant blood glucose values of hi back to back with a result of 194 mg/dl when testing was performed 1 minute apart on the advantage system. Customer stated taking their normal dosage of insulin, however, did not provide the location of the testing. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.